Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic soft tip was broke off. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
One opened polymer irrigation, aspiration (I/a), with a wrench, in bag, with a sleeve was received for the report of tip broke off. Sample was visually inspected and found to be nonconforming, over molded tip was observed to be broken off the cannula, inside diameter of hub was observed to have pushed plastic, and outside of hub was observed to have a hole. However, no evidence of over torqueing was observed hub ribs and thread area are conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the over molded tip was observed to be broken off the cannula. How and when the disposable irrigation, aspiration (ia) tip became broken and had a short shot cannot be determined from this evaluation; however, a manufacturing related issue cannot be ruled out. All disposable irrigation, aspiration (I/a) tips are 100% visually inspected prior to being released from the manufacturing facility. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).